Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient's current right atrial lead and a previously capped right atrial lead were removed and replaced due to dislodgement into the superior vena cava. It was suspected that the patient might have twiddler's syndrome. The procedure was completed successfully. The patient was stable post procedure and will continue with regular follow-up.